Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdys0016 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when checking the infusion set for integrity, the operator found black impurities at the needle point.